Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (pt death) has been confirmed. The monitor recognized a non-treatable asystole event. Upon further eval of the pt's ECG recordings, the pt was in coarse ventricular fibrillation throughout the asystole recording. The device did not recognize the coarse ventricular fibrillation due to an interpolated signal artifact and fluctuating amplitude. The device properly detected and alarmed for asystole. No treatment sequence was initiated for asystole, as it is considered a non-shockable rhythm. Additionally, the monitor's response buttons were found to be non-functional. The damaged response buttons did not contribute to the pt death. The root cause of the defective response buttons could not be determined but is likely due to excessive force.

Event description:
The son of a (B)(6) female pt called zoll customer support to report that his mother had passed away due to cardiac-related issues while wearing the lifevest. According to the son, he found his mother unconscious and the device "went off like crazy and told him to call an ambulance". This message is generated when the lifevest detects and asystole. Asystole is considered a non-treatable rhythm. Therefore the device did not initiate the treatment sequence. The pt died in the hospital after suffering two heart attacks.